Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the prime test at 4 pounds due to moisture damage on the force sensor resistor. The following cosmetic damage was also noted: cracked case at a display window corner, broken reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, broken belt clip slot, and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the manual prime process. The patient's blood glucose at the time of incident was 139 mg/dl. The customer stated that during the prime the pump kept shooting insulin, and then the pump alarmed. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the pump was not dropped or bumped prior to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.